Event description:
On the event date, the lay user/patient contacted lifescan (lfs) alleging that she was unable to code her onetouch ultramini meter. The medical surveillance specialist spoke with the patient nine days later, and obtained the following information. The patient reported that the alleged issue began on the morning of on the event date, when she attempted to use the subject meter for the first time. The patient stated that a "c--" was appearing on the subject meter's display, and did not realize that it had to be coded. Sometime after the alleged issue began (time unknown), while troubleshooting with the customer care advocate (cca), the patient claimed she began to feel sweaty and her vision became blurry. Once she set the code number with the assistance of the cca, the patient reported that she tested with the subject meter and obtained a result in the 60 mg/dl range. The patient reported that within a few minutes of the onset of the symptoms she treated self with glucose tablets and then took her usual dose of oral medication (glucophage). At the time of troubleshooting, the cca noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.